Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual examination of the trocar assembly revealed that the insufflation port was disengaged from the trocar. An inspection of the stopcock weld to the cannula body noted it to be insufficient. The root cause of this condition was an assembly error during ultrasonic welding of the stopcock and cannula body. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Manufacturing actions have been implemented to prevent recurrence of this failure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Oophorectomy and salpingectomy, upon opening package, a part disengaged from the side of the trocar. UDI number is not available. The status of the patient: no problem. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.